Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The sterile package was found with a hole on it when the nurse removed it from the box. Another same like device was used to complete the procedure. There were no adverse consequences for the patient reported. No further information is available.

Manufacturer narrative:
The foil was examined for visual inspection and a hole in cavity was observed in a corner on the package. The hole is observed to be made from the outside to inside and marks are observed of some pointed object near of the hole on the foil. The packaging process has been reviewed and there is not area where this hole could have been caused. It could not be determined what may have caused the reported incident.